Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages, damaged te pad) was isolated to the electrode belt¿s pulse wire at the rear therapy electrode (te) cable having a broken solder connection. The belt did not pass falloff testing. The root cause for the broken solder connection was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and had damaged te pads.